Event description:
It was reported that, during a mesenteric treatment on a colectomy procedure with robot support, the sealing of the handpieces were insufficient/partial only. The energy output and seal completion sound could be confirmed. The seal of the first handpiece was felt to be somewhat weaker than usual, and only the device was replaced without changing the generator. However, the same sense that the seal was weak remained unchanged. The seal of the second handpiece was also weak in the same way, but since the surgery was in its final stage, it was used until the end. The operation was completed successfully. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lxmj37s, maryland xp inline sealer/divider 37cm (lot#53520135x); lxmj37s, maryland xp inline sealer/divider 37cm (lot#53520135x); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.